Event description:
Customer stated: "defrost function not working". 1216677-2021-02-0000207-1 ll100 cryosurgical e-complaint-(B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples. Distribution history: this complaint unit was manufactured at csi on 02/02/2017 under wo #( B)(4) and shipped on 05/22/2017. Manufacturing record review: DHR 207627 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the handle and the insulator tube was loose. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was taken apart by the end user. Root cause: the root cause of this issue has been attributed to end user handling error. The unit shows signs of being cleaned with a corrosive media such as bleach. Also, the inside of this device was partially corroded indicating the unit was taken apart. Corrective actions the unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Ref: (B)(4). Defrost function not working. Order: (B)(4) confirmed complaint: insulator tube loose, handles split open. Ll100 cryosurgical 900001 (B)(4).